Event description:
A sling was used in connection with a hoyer lift which was manufactured by a third party. While a pt was being transported, the pt sustained a head injury which resulted in their death. An investigation was performed which found that the accident occurred as a result of a defective hoyer lift (which is used in connection with the harness). The investigation revealed that the hoyer lift was twenty (20) years old and damaged. Subsequentely, the nursing home replaced all of its hoyer lifts, which were not supplied by distributor.